Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, smart device and receiver that occurred on (B)(6) 2016. Patient stated that he was away from the smart device and the receiver for about an hour. When he got back into range, he turned the bluetooth off and on. His smart device and was able to get a value but the receiver took an hour to reconnect, even after shutting down the receiver and turning it back on. Patient was educated on causes of signal loss. No injury or medical intervention was reported.